Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the unicel dxi 600 access immunoassay system. The sample produced an initial result of 0.132 ug/l. The instrument automatically reflexed to perform a second troponin I test which recovered a result of 0.021 ug/l, within the normal reference range. The customer then analyzed the same sample on the alternate access 2 system and obtained a result of 0.013 ug/l, also within the normal reference range. The erroneous result was not released out of the laboratory. Troponin I value of 0.013 ug/l was released to the hospital. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check which failed. The fse replaced the peristaltic pump tubing, the aspirate probes and verified the alignments on all pick and place subsystems. The fse performed five replicates of troponin quality control (qc) which failed - out of range - greater than 2 standard deviation. The fse returned to the laboratory the following day and verified all alignments for the pick and place devices; all were acceptable. The fse inspected the spinner grippers for failed bearings; the fse replaced the entire set with new spinner grippers. The fse noted excessive debris below both of the peristaltic pumps. The pumps were removed, cleaned and re-installed and the o-rings were replaced. The fse noted #2 reagent pipettor tip was bent excessively and not entering the wash station correctly. And the transducer horn had been rotated too far. The fse corrected all of the mechanical issues noted. The fse verified the transducer temperature and baselined the ultrasonics. The system was primed and pipettor matched; the pressure sensor curve determinations and low volume pipettor also matched; all results passed within instrument specifications. A precision test, utilizing troponin I qc material, passed within the assay's specifications. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation. The patient sample was collected in a rapid clot serum tube with gel separator and centrifuged at 4,800g (relative centrifugal force) for four minutes. The sample was a full collection and clear in appearance. The sample was analyzed within the hour, after collection. The assay qc had been performing within the laboratory's established ranges; however, the customer noted two spikes of greater than 2 standard deviation on low level qc, on (B)(6) 2012.